Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had been stuck. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had been stuck. A field service engineer helped the customer and pharmacist search for a narcotic that had fallen into the drawer. The medication was found, reloaded by the customer, and the discrepancy was resolved with the pharmacist. The system functioned as intended after the field service engineer repaired the device.